Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver compounded morphine. It was reported that the patient had his pump filled on (B)(6) 2025 and the healthcare provider (hcp) was expecting a volume of 2.2ml to be pulled out. The hcp pulled out 10ml. The doctor ended up filling the pump and suggested that the patient contact the office if he had any symptoms. The patient was worried about his pump function. The hcp turned down the pump at his last refill in (B)(6) 2025 because he was traveling out of the country. The patient stated that, during his travels, he had times where he felt he could have been going into withdrawal, but he could have also just had low blood sugar; he was not sure. Patient services suggested that the patient contact his hcp if he had any symptoms. The patient planned to see his hcp at his next refill in about 4 months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.